Manufacturer narrative:
During inspection, a defective cable was found, which caused a broken image and worn buttons. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus in behalf of the customer that during laparoscopic hernia surgery, using this camera head, when entering the patient, the image was lost, and by moving the cable, the image occasionally returns and prevents safe further work. The operation was converted into a classic surgical procedure. There was no delay in the procedure. The procedure was completed, and the patient was doing well. The device was checked before the procedure without abnormalities observed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the intended procedure was converted to classic surgical procedure, due to the image loss. However, the root cause of the converted procedure could not be specified. Additionally, it is likely, that the image was lost, due to communication failure caused by cable failure. Olympus could not identify, the cause of cable failure. The root cause of the image lost could not be determined. The event can be prevented, by following the instructions, for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.